Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high as 590 mg/dl. The customer¿s blood glucose level was 266 mg/dl at the time of incident. Troubleshooting was done for high blood glucose and under delivery. The customer was treated with pump. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was under delivering. The customer performed high pressure test and it did passed. The insulin pump will not be returned for analysis.